Event description:
A health care professional (hcp) via a manufacturer representative reported a consumer reported feeling heat at/around the device. The consumer felt good stimulation until some month ago. If she turned off the stimulation, the heat disappeared after some time. After this period, the consumer needed to increase from 3 v to 5 v. No falls were reported. The hcp did not feel any heat at the follow-up and impedance tested with no abnormal measurements. The hcp reprogrammed and set it to cycle on/off from (B)(6) 2016. It is unknown if the issue resolved and the hcp would check it after some time. The consumer's medical history included pain and fbss.

Event description:
The company representative (rep) reported over a month later that the patient can manage the heating from the device. The patient was now using cycling 5 second on and 0,1 second off. No further action was needed because the patient can tolerate it with this setting. The issue was resolved. The future plan was when the implantable neurostimulator (ins) reaches end of service (eos), it will be replaced with a rechargeable ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.